Event description:
Event description guidant received information that this transvenous defibrillation lead fractured into two pieces during the attempted implant procedure. It was reported that the physician experienced difficulty navigating the lead down the superior vena cava (svc), and while manipulating the lead, the physician pulled on the lead and it separated at the proximal end of the proximal coil. The proximal portion of the lead was removed from the patient's body, but the distal portion remained in the patient's blood pool. A guidant technical services consultant discussed removing the portion via surgery or by placing a catheter in the femoral artery. It was also discussed that leaving the portion in the patient could result in an emboli or vascular damage.